Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a surgical repositioning of the lead on (B)(6)-2013. It was stated that the patient did not have adequate paraesthesia coverage. It was stated that this was an ongoing even with no further action needed. It was noted that x-rays were taken and the lead was "median and placed between t9 and t8" on (B)(6)-2013. It was reported that this was related to the procedure, "surgery/anesthesia". The patient's signs or symptoms were reported as "the patient's paraesthesia feeling did not match with the painful areas". It was reported that the patient had a prolonged hospital stay. It was noted that there was no device deficiency. Additional information received reported that the "therapeutic product was ineffective". Additional information received reported that the screening test was on (B)(6)-2013. The lead was placed from t9-t7 and it was anchored in. The physiological lead position was midline. The lead placement method was a "mini-laminectomy" or "less than 25% spinous process resection". It was stated that the patient was in the hospital for 3 nights. It was reported that the screening test stopped on (B)(6)-2013. It was reported that the patient found the paresthesia acceptable. It was reported that the patient did not have "adequate low back pain relief with usual activity and appropriate analgesia". The patient's average low back pain from 0-10 was a 3. The patient's leg pain was at a 3 out of 10. It was reported that the patient went on to full implant. The patient had right and left lumbar pain as well as right leg pain. The patient felt paresthesia in both legs. Additional information received reported that there was a lead modification on (B)(6)-2013. The intervention type was reported as "repositioning". It was stated that the highest contact electrode vertebral level was at t7 and the lowest contact electrode vertebral level was at t9. The lead was anchored. The extension was not modified. The implantable neurostimulator (ins) was not modified. It was stated that the patient spend 3 nights in the hospital.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# 0207003251, product type lead product ID 37081-60, serial# (B)(4), product type extension product ID 37081-60, serial# (B)(4), product type extension. (B)(4).